Manufacturer narrative:
(B)(4).  Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that their device appeared to be intermittently losing power.  The customer indicated that the device display was going blank.  In this condition, the device may not have been able to be used on a patient.  There was no report of any patient use associated with the reported issue.

Manufacturer narrative:
Physio-control evaluated the device and was unable to duplicate the reported device issue. Physio replaced the battery connector pins and the contact pcb assembly as a precaution and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. The cause of the reported issue could not be determined.